Event description:
Erratic readings. In blood glucose tests, customer received readings of 50 mg/dl and hi (>500 mg/dl) within 10 minutes. All tests were performed on the forearm. Customer reported not washing test site area prior to testing. Additional tests were performed at the time of initial call and the customer received readings of 58 mg/dl and 301 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.